Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a broken power switch. No patient injury was reported.